Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating they had experienced leaking cartridges inside the chamber. The patient explained that after refilling a cartridge, the insulin was empty the following day, and upon removing the cartridge, they discovered it had been leaking. The cartridge had been in use for one day, and the chamber was not affected. The patient confirmed they had been filling the cartridge with approximately 164 units of insulin and then attaching the luer connector while the cartridge was outside the device. The patient was informed that the cartridge should be placed inside the device before attaching the luer connector. The patient stated they would follow this process going forward. Two instructional videos were sent to the patient covering the supply change procedure and inset change. The patient reported no further issues since receiving the guidance but planned to call back if problems persisted. The patient replaced the cartridge according to the user guide and was able to resume therapy with the new cartridge. The affected cartridges were reported from lots #31247 and #31182. Blood glucose was not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.